Event description:
It was reported the device's lead impedance trend data and cardiac compass data was invalid. The patient is undergoing radiation therapy and this was presumed to have caused these malfunctions. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694958 implantable pacing lead, implanted: 2005-(B)(6). (B)(4).